Manufacturer narrative:
(B)(4). Batch number: p56m8d. Investigation summary: the analysis results showed that one ecr60d cartridge reload (b) was returned with 5 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the lobectomy, when severing the pulmonary fissure, could not fire on the 1st & 2nd & 4th firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.